Manufacturer narrative:
(B)(4). The complaint water feedset tubes and waterbag spikes of the affected mr290vx chambers are not expected to be returned to fph (B)(4) for investigation as the hospital reported that the subject parts were "cut off and thrown away." Without the complaint water feedset tubes and waterbag spikes, we are unable to establish the root cause of the reported fault. All chambers are pressure tested before leaving the production line. Any holes or leaks in the water feedset tubes are identified during this automated process. The chambers, including the water feedset tubes, would have met the required specification at the time of production. The user instructions supplied with the mr290 humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedsets of two mr290vx vented autofeed humidification chambers leaked when attached to a waterbag. This was noticed prior to patient use. It was further reported that the hospital "had kept the chambers but cut off and thrown away the spikes."